Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test per specification sensor failed per specification due to high readings.

Event description:
The customer reported that his blood glucose was 482 mg/dl. His sensor reading said 303. The customer treated with a bolus from is insulin pump. The customer was advised to remove and replace the sensor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.